Manufacturer narrative:
(B)(4). Event eval: neither the device nor lot number was provided to assist in our investigation. This device is inspected 100% prior to shipping. Unfortunately, without the actual complaint device, we are not able to determine how this event may have occurred. The appropriate individuals have been notified of this incident.

Event description:
(B)(4).